Manufacturer narrative:
The reported fill volume for this pump was 230ml. The directions for use (dfu) (1303046, rev. H) contains a caution for underfilling the pump. "Cautions: filling the pump less than nominal results in faster flow rate." A follow-up report will be filed when investigation has been completed.

Event description:
Fast flow (drug/diluent: fortum 12g), (fill volume: 230ml), (flow rate: 10ml/hr). Infused in 18 hours instead of 23 hours. No adverse event occurred. Per dfu: the nominal fill volume: 270ml; flow rate: 10ml/hr.